Manufacturer narrative:
The product was not returned for analysis, results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There were no other complaints reported for this lot. (B)(4).

Event description:
A purchasing assistant reported an intraocular lens (iol) was exchanged one month following implant surgery due to an unexpected postoperative outcome. The replacement lens was the same model with 1.5 diopters less in power. Additional info was received from the surgeon, who indicated the event resolved with the iol exchange.